Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,h11 h6 (type of investigation, investigation findings, investigation conclusions). Getinge field service engineer (fse) was evaluated the unit over the phone. The (fse) reported that they were not able to reproduce the issue. The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a helium leak.

Manufacturer narrative:
Due to character restrictions in block e1 initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during before use routine check, the cardiosave intra-aortic balloon pump (iabp) unit has a helium leak. There was no patient involved or harmed.